Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the ipg was replaced and new lead was added. No device malfunction was expected. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred several months ago.